Event description:
Implantable systems post market registry study reported a patient experienced increased pain. X-ray observation revealed "flipping pump ruptured catheter." The intrathecal catheter was explanted and replaced. The infusion pump was programmed to deliver hydromorphone 10mg/ml at 0.481mg/day. The patient was reported to have recovered without further sequela.